Manufacturer narrative:
(B)(4). Medications: crestor, advair diskus, sotalol hcl, omeprazole, fish oil, osteo bi-fex, warfarin, asa, and vitamin d. Results code: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak, aneurysm enlargement and reoperation.

Event description:
On an unknown date, in (B)(6) 2008 a patient underwent endovascular treatment of an abdominal aortic aneurysm with a medtronic anneurex device. On an unknown date in 2010 the patient underwent a gluing procedure to treat a type I endoleak, location unknown. On (B)(6) 2013 a CT scan revealed the aneurysm measured 5.5 x 5.1cm, compared to a prior measurement on an unknown date of 4.5 x 5.1cm. There were no perianeurysmal abnormalities to suggest leakage or edema. On (B)(6) 2015, the patient underwent an additional procedure to treat a large type ia endoleak with two aortic extender gore® excluder® aaa endoprostheses. The medtronic device had slipped down into the aneurysm sac. On an unknown date in (B)(6) 2016 a scan was taken which did not show any evidence of endoleak. On (B)(6) 2017 a type ii endoleak was discovered. On (B)(6) 2017, the patient was admitted to the hospital for abdominal pain and blood in stools. A CT scan was performed. The CT showed a large abdominal aorta aneurysm, slightly larger than on previous examination. There were no perianeurysmal abnormalities to suggest leakage or edema. On (B)(6) 2017, the type ii endoleak was treated by means of a CT guided thrombin injection of the aneurysm sac. Following the procedure a CT showed a small persistent endoleak (type ii), along the left lateral margin of the aneurysm sac. A possible small right lateral endoleak is also noted although somewhat streaked by artifact. The aneurysm measured 5.9 x 5.3cm. The event is ongoing.